Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient wanted to find out why their amplitude numbers would change without them using their patient programmer (pp) to make a change. They had an adjustment in their healthcare professional's (hcp) office in (B)(6) 2017 and thought they were set at 2.8. When they met with a manufacturer representative (rep) on (B)(6) 2017, they were at 0.8. The rep set the patient on program 2 at 2.8 and asked if they had any falls. The patient noted that they had fallen four times in (B)(6) 2017 and, again, on the day prior to the report. They were calling to find out why the pp was showing program 2 at 2.3, without them ever getting the pp out to make any changes. They wanted to know if the falls would cause the pp to change numbers. It was noted that, prior to the device, they would have 7-10 accidents per day and it was diarrhea. They were home-bound for nine years. Since getting the device, they didn't have as many accidents and, sometimes, did really well. After the adjustment on (B)(6) 2017, they had only had two accidents and 2-6 bowel movements a day, noting that the first one would be formed and the rest were like mashed potatoes. They mentioned several times that, maybe, they wrote it (the amplitude number) down wrong. They confirmed that the stimulation was on program 2 at 2.3. They didn't want to decrease to 1.8, but was asking if it should be on 1.8 when they synchronized. They didn't want to mess with it. During the report, they noticed that it wasn't working and stated that they were having major issues. They also reported that they asked hcps what was the matter with their brain as they couldn't speak succinctly and couldn't remember anymore. They also took medicines that would make their mouth dry. They also had anal cancer in (B)(6) and had chemotherapy and radiation therapy. They had been cancer free since then. There were no further complications reported or anticipated.